Event description:
Pt enrolled into the trial. Minor ischemic stroke reported. Pt recovered without sequelae. Procedure report noted the subjects symptoms began the day after stenting, but he did not notify anyone until after he was discharged from initial implant hospitalization. CT showed subacute left frontal subcortical stroke which according to the neck CT report "may represent post-procedural clot formation despite anti-platelet therapy". Please ref MDR 2183870-2009-00178 for the spiderfx used in this procedure.